Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion- expulsion') in an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: date of removal was not provided moved back to product in place tab: non-responsive client. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Case became serious incident, essure removal done. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion- expulsion') in an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: date of removal was not provided moved back to product in place tab: non-responsive client . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.